Event description:
Ous MDR - it was reported that both the home monitoring data and the data read out with the programmer indicated an 'approaching' insulation defect of the lead. The patient did not have any complaints and no inappropriate shocks occurred. This lead was explanted.

Manufacturer narrative:
Ous MDR.